Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when the rn took the end cap off of the huber needle, she noted what looked like a small piece of white plastic down in the tubing part of the huber needle. When looking at the inner part of the end cap, it looked like there was a piece of the plastic missing. We are not sure if that piece was from the end cap or not, or if that was a defect in the end cap. No impact to the patient, issue was noted prior to accessing the patient¿s port. A different huber needle was obtained and used (different lot). This is an outpatient setting. The end cap is not falling off nor is the luer connector breaking off the tubing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged luer connector is confirmed and was determined to be supplier related. One 20g x 1.0in safestep infusion set was returned for evaluation. An initial visual observation revealed no obvious use residue in the sample. The luer adaptor was observed to be taped and a small white material was seen in its inner circumference. A microscopic observation revealed a chip on the inner stem of the dust cap. The chip appeared to have about the same size as the white material present in the inner circumference of the luer adaptor. The shape, location, and extent of the damage observed on the returned sample suggests the dust cap may have been damaged during the automated manufacturing process when the luer adaptor is closed with the dust cap. This complaint will be recorded for future trending and monitoring purposes.